Event description:
It was reported that the device alarmed with a blank screen. No known adverse effects to patient.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with scratched screen. Customer's complaint of alarming with blank screen was verified. The event log was unable to be downloaded. Service will replace the circuit board. Use testing was performed. The problem source is defective component of the circuit board.